Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the investigation, there does not appear to be any indication of a product quality deficiency.

Event description:
Additional information received stating: it is the physician's opinion the stent was attached to the protective sheath.

Event description:
It was reported that during preparation of a multi link 8 stent delivery system (sds), outside of the patients anatomy, at the moment of removing the yellow protective sheath, the stent came off and fell on the table. Reportedly, there was no resistance encountered during removal of the protective sheath. The multi link 8 sds was not used. There was no patient involvement or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.